Manufacturer narrative:
This is a historical record and reflecs reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. Either (B)(6) or (B)(6) was used on (B)(6) 2019 (the treating center had both control units, unclear which was used). (B)(6) was used on (B)(6) 2019.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower and mid abdomen on (B)(6) 2019 using cooladvantage+, coolcore contour and to the bilateral upper and lower abdomen on (B)(6) 2019 using cooladvantage, coolcore contour who developed paradoxical hyperplasia (pah/ph) to the abdomen after treatment diagnosed on (B)(6) 2019. Either (B)(6) or (B)(6) was used on (B)(6) 2019 (the treating center had both control units, unclear which was used). (B)(6) was used on (B)(6) 2019.¿

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower and mid abdomen on (B)(6) 2019, using cooladvantage+, coolcore contour and to the bilateral upper and lower abdomen on (B)(6) 2019 using cooladvantage, coolcore contour who developed paradoxical hyperplasia (pah/ph) to the abdomen after treatment diagnosed on (B)(6) 2019. Either upm (B)(6) or upm (B)(6) was used on (B)(6) 2019 (the treating center had both control units, unclear which was used). Upm (B)(6) was used on (B)(6) 2019.